Event description:
It was reported that the nurse was using 2 arctic sun devices in the intensive care unit. And biomed was called to investigate the 3rd arctic sun device. The device started working and then stopped. Biomed was getting alarm 14 (patient temperature 1 probe out of range). Biomed wanted to know how to bypass that alarm to test the device. When arctic sun device (sn# (B)(4) was checked, event log showed alert 14 (patient temperature 1 probe out of range), alert 112 (confirm return to cooling phase) and alert 114 (treatment stopped) today. (B)(6) was the last time, when the device was used, event log shows alert 5 (water reservoir empty), alert 7 (empty pads not complete), alert 14 (patient temperature 1 probe out of range), alert 45 (ac power lost), alert 105 (cool patient end), and alert 114 (treatment stopped). Mss suggested to replace the current arctic sun device to arctic sun device of sn# (B)(4) with this device. Mss advised to make sure whether the device had water in the reservoir when powered on and whether it was connected to a wall outlet. Mss asked to call back if they were unable to deliver therapy. Mss asked the nurse to call when the device was on the patient to troubleshoot while in use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. It is known that the device met specifications and that the device was not influenced by the reported failure. The device was in use on a patient. The reported event is unconfirmed, the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the nurse was using 2 arctic sun devices in the intensive care unit. And biomed was called to investigate the 3rd arctic sun device. The device started working and then stopped. Biomed was getting alarm 14 (patient temperature 1 probe out of range). Biomed wanted to know how to bypass that alarm to test the device. When arctic sun device (sn# (B)(6)) was checked, event log showed alert 14 (patient temperature 1 probe out of range), alert 112 (confirm return to cooling phase) and alert 114 (treatment stopped) today. July 9th was the last time, when the device was used, event log shows alert 5 (water reservoir empty), alert 7 (empty pads not complete), alert 14 (patient temperature 1 probe out of range), alert 45 (ac power lost), alert 105 (cool patient end), and alert 114 (treatment stopped). Mss suggested to replace the current arctic sun device to arctic sun device of sn# (B)(6)with this device. Mss advised to make sure whether the device had water in the reservoir when powered on and whether it was connected to a wall outlet. Mss asked to call back if they were unable to deliver therapy. Mss asked the nurse to call when the device was on the patient to troubleshoot while in use. Per follow-up information received via phone on 09aug2022, biomed stated that there was no patient involved during his simulation. He readjusted all the connections and the device worked fine. Per follow-up information received via phone on 11aug2022, the overall event happened during patient involvement with no reported injuries. Once the device went to biomed, they retested with simulation and there was no patient involvement.